Manufacturer narrative:
The imaging system was returned to the manufacturer for evaluation. The testing found that the x-drive ball screw on the imaging system was bent. Resulting in the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-drive on the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.